Event description:
The customer reported that the door unexpectedly closed on operator's hand while they were searching for an item that had fallen to the bottom of the sump. The injury was reported as fracture to middle finger of right hand.